Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed (through the history log) bud did not reproduce the false upstream occlusion alarms. The device was not found to be operating out of spec. Past repairs have shown the upstream sensor to be the failing component. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.